Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse replaced the endoscope controller (ec) due to the loose connection it was making with the endoscopes. The system was tested and verified as ready for use. Isi did receive the ec to perform failure analysis (fa). Fa was not able to confirm nor reproduce the reported complaint. No damage was observed on the exterior and interior of the unit during visual inspection. Fa observed no physical damage to the ec. The unit was installed in the golden system where it functioned as expected. Fa had no issues inserting the endoscope to the unit. The unit was installed in the golden system where the image quality was clear. The unit functioned as designed. Image was clear on the golden system. The system was set to run 10 power cycles, after testing the system error logs were investigated but no errors codes related to the reported event could be found. The probable root cause cannot be determined based on the information provided and failure analysis results. The reported event was not confirmed as failure analysis found no functional issue. The instrument was visually inspected and evaluated for its mechanical and/or electrical characteristics. The failure analysis investigations and in-house testing of the returned product revealed no issues related to the customer reported event.

Event description:
It was reported that during a da vinci-assisted inguinal hernia surgical procedure, an intuitive surgical inc. (Isi) clinical sales representative (csr) reported to an isi technical service engineer (tse) that they were getting a loss of video error message. The surgeon stated that they lost all video and had to wiggle the endoscope controller (ec) at the vision side cart (vsc) to restore video. The customer has tried two different endoscope and power cycled the system; however, the issue persisted. Tse reviewed the live logs and found no errors. The customer will hard power cycle the vsc after the case. The procedure was completing as planned with no reported injury.